Manufacturer narrative:
An independent laboratory is performing for olympus a culture test for the device.the device has been returned but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time.supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
Device has been evaluated. This supplemental report is being submitted to provide this information. Please see the updates in sections: d9, g3, g6, h2, h3, h4, h6, and h10. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results for all channels and the distal end indicate that the culture sampling results conform to the target levels established by the french regulation of july 4, 2016 with a number of revivable microorganisms less than 1 cfu/endoscope. The device is returned, and an evaluation completed for it. The user¿s complaint was not confirmed. Upon inspection of the device general wear and tear was noted. The distal end rubber coating (a-rubber) adhesive was separated. Angulation was less than standard value. Biopsy channel had wear and tear.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d8 return date (inadvertently left off the previous report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the reprocessing being conducted insufficiently. However, the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.